Event description:
Recently, while transporting a patient in a barton transfer chair I-660 in a forward motion (with the patient facing forward), it has been discovered the barton chair can tip forward when traversing very minimal uneven flooring. This occurs as the front wheels of the barton meet the metal petals that bridge the hyperbaric chamber door troughs at either of the entrances to each lock (approx.. 3/16in thick). This only happens with a patient that prefers the most upright (non-reclining) position. This tipping motion could possibly result in ejecting the patient from the chair onto the floor causing injury to the patient or the staff member. Entrance threshold of chamber has approximately 5 mm lip interface - this should not be significant enough to cause what occurs. Note: we do have a picture of the chair entering the hyperbaric chamber demonstrating the safety issues.======================manufacturer response for transport chair, barton 1-600 transport chair (per site reporter)======================the manufacturer was contacted and will collaborate with user facility to resolve issue. A conference call is being scheduled in the near future.